Event description:
The claims examiner sent a letter that alleged a pt had been asphyxiated when they became entrapped between the siderail and the air mattress. The resident became caught under a side railing. They were on an air mattress that periodically inflated and deflated, they were asphyxiated during an inflation that pressed their neck against the side railing. Their medical condition prevented pt from being able to free themselves or call for assistance.